Event description:
During index procedure two medtronic drug eluting balloons were used to treat a lesion located in the posterior tibial artery of the right leg. Approximately 11 months post index procedure the patient had a non-target vessel revascularization of the right anterior tibial artery due to worsening pad of the right limb. The right anterior tibial artery was treated with an amphirion deep pta balloon catheter. Approximately 15 months post index procedure amputation of digit 1 right toe was required due to pain dig 1 pedis dext following gangrene dig 1 pedis dext. The patient was also treated with medication. Investigator indicated that the event was not related to the study device and not related to the study procedure. It is reported that the event was resolved. Approximately 17 months post index procedure amputation of digit ii right toe was required due to gangrene dig ii pedis dext. Investigator indicated that the event was not related to the study device and not related to the study procedure. It is reported that the event was resolved. Approximately 25 months post index procedure the patient had a target revascularization of the right anterior tibial artery due to worsening peripheral arterial disease right limb. The right anterior tibial artery was treated with a non-medtronic balloon. Investigator indicated that the event was not related to the study device and not related to the study procedure. It is reported that the event was resolved.

Manufacturer narrative:
Evaluation results and conclusions: predisposed event (worsening peripheral arterial disease right limb). (B)(4).

Event description:
Additional information received reported that approximately 26 months post index procedure amputation of digit iii right toe was required due to gangrene. Investigator indicated that the event was not related to the study device and not related to the study procedure. It is reported that the event was resolved. Approximately 27 months post index procedure amputation of digit IV <(>&<)> v right toe was required due to gangrene. Investigator indicated that the event was not related to the study device and not related to the study procedure. It is reported that the event was resolved.